Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified distal right coronary artery. A 2.25 x 15 mm rx tenku balloon catheter was being used for pre-dilatation when the balloon ruptured during the first inflation at 10 atmospheres. A non-abbott balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.